Event description:
The doctor reported that he identified a small leakage from the catheter in y part in the area of connection between blue and red lines. The female pt had this catheter very short period. After identification of issue she immediately received a new one.

Manufacturer narrative:
Received one 14.5f x 32cm hemo-flow catheter for eval. The lumen was not below the hub leaving a 3mm portion of lumen attached to the hub. The remaining lumen was not returned. A visual examination revealed a hole in the venous side of the lumen at the lumen to hub junction. The hole is only visible when the lumen is manipulated away from the hub. A review of the mfg records was not possible as the lot number of the device was not provided. Insufficient info was provided about the product lot number, insertion date. Length of implantation, site care solutions used. We are unable to determine the cause or factors that may have contributed to this event.